Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's internal battery was replaced to address the issue. During the evaluation the power supply was found to be faulty. The power supply was replaced to address the issue.